Event description:
It was reported that the left ventricular lead exhibited less than 200 ohms impedance. X-ray confirmed that the lead was dislodged. The lead was removed and a new lead was im- planted on the septum due to the patient's anatomy.

Manufacturer narrative:
No medwatch form was received.